Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a dramatic decrease in battery voltage and increase in charge time from one follow up appointment to the next. Premature battery depletion was suspected. A save to disk and memory dump to disk were performed and returned for analysis. The disk was reviewed by the engineering department who reported that the device seems to be drawing more current than expected and recommended non-emergent replacement of this ICD. Additional information was received that this ICD was explanted, replaced and will be returned for analysis. More information was received that this ICD was disposed of by the scrub technician and will not be returned.